Event description:
Event description guidant/crm received information that due to a dislodgment of the endotak endurance rx lead, which caused a rise in thresholds, and a drop in the patient's impedance, the rate sensing portion of this patient's endotak lead was capped. The high voltage portion remains active. A new rate sense lead was added to the system without issue.